Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon rupture upon first inflation at 12 atmospheres for 10 seconds. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications were reported and patient was in condition good after procedure.